Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt called alleging high readings on the lifescan meter. The pt received a 101mg/dl on the lifescan meter and "bottomed out". They were taken to the hosp where the blood glucose was 23 mg/dl. Time difference between the two readings was less than 10 minutes from one another. The pt was treated with food and/or beverage. Customer service was unable to troubleshoot, since the pt did not have their testing supplies with them. The technique of applying blood on the test strip was correct. This case is being reported as an adverse event, since the pt suffered a serious injury and the meter may have contributed to the injury. The lifescan meter read high and the pt was treated for low blood glucose.